Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the gradient across the sapien 3 valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported increased gradients. However, this may be a case of patient prosthesis mismatch. Additionally, it is unclear if the patient was able to take anti-platelet medications due to the hematuria he was experiencing. There is no indication that an additional intervention was performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Event description:
Approximately 5 months post implant of a 20 mm sapien 3 valve inside an existing non-edwards surgical valve, increased gradients (40 mmhg) were noted on echo. A balloon valvuloplasty (bav) was performed and upon discharge (6 days) it was noted that the gradients did not improve. It is to be noted, the patient was admitted for hematuria, treated with cauterization of his prostate. During this admission an echo was performed which revealed the increased gradients. The patient was experiencing shortness of breath. Five days after discharge, the patient was readmitted for shortness of breath and bilateral lower extremity edema and was treated medically. The patient was discharged.